Event description:
It was reported by the MFR's rep, that the pt had his interstim system replaced in 2006 for battery depletion and part of the original lead was left in the body at that time. During a routine colonoscopy performed in 2006, part of a lead was observed through the wall of the colon. The proctologist and the original implanting physician performed a repeat colonoscopy in 2006 and confirmed the presence of the lead. An attempt to remove it was made, but both physicians elected to leave the lead in place as it was doing no harm and further attempts could cause damage. No complications or ill effects to the pt have been reported.

Manufacturer narrative:
To date the device has not been returned to medtronic. If the device is returned or further info is received from the hcp, a follow-up medwatch report will be sent.